Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation at the third-party service center the device failed a test step indicating an fio2 tubing issue. The fio2 tubing was replaced and the device retested. The device failed testing again due to an internal leak from the fio2 housing thread. The device's blower chassis plate, blower cap, three-way solenoid valve, proportional valve, flow sensor assembly and associated tubing were all replaced to address the issue. Additionally, not related to the reportable issue, the device's particulate filter and foam filter were replaced preventively. The device was retested and passed all final testing.